Event description:
Consumer stated clear piece of applicator went in inside her after inserting the tampon. She removed the tampon and the clear plastic cut her inside. Consumer stated she is fine now.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.